Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that three infusion sets cannula were bent outside of the skin as if it had not been penetrated into the skin. Blood glucose level of patient was 350 mg/dl and was corrected through injection via mdi. Insulin type used was novolog/insulin aspart (novonordisk). Within 3 hours of insertion customer noticed symptoms. Customer replaced infusion set and resumed insulin deliveries successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
MDR 3003442380-2024-01112 - device 3 of 3.